Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm rupture using a non-gore manufactured stent graft, and three gore® excluder® aaa endoprostheses. On an unknown date, a follow-up examination reportedly revealed aneurysmal disease progression in both common iliac arteries, and bilateral type ib endoleaks. On (B)(6) 2022, an additional procedure was performed whereby the left internal iliac artery was coil-embolized, and an additional gore® excluder® contralateral limb was placed on the left side to extend the treatment area distally into the left external iliac artery. Another contralateral limb and an aortic extender were placed in the right common iliac artery. Both type ib endoleaks were resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Please note: this report has been created to capture type ib endoleak attributed to a 23mm x 12cm gore® excluder® contralateral leg endoprosthesis (lot unknown) implanted on the patient¿s right side. A separate medwatch has been submitted to report the type ib endoleak and reintervention on the left side. It should be noted the gore® excluder® aaa endoprostheses instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿